Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010, during drain cycle 6. The patient's ultrafiltration reading was 2947ml, indicating the home patient (hp) drained 2947ml more than their programmed fill volume of 2800ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. The nurse does not recall the patient reporting any symptoms of overfill. Additionally, the patient has been seen since this event and has resumed therapy with no issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The cause of the iipv was determined to be: insufficient drain / use error as the tidal ultrafiltration removal was set too low (700 ml). A service history review revealed no previous service events were related to the iipv. A labeling review found labeling to be adequate for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).